Event description:
It was reported that the tubing of a one-link non-dehp standard bore catheter extension set had a uniform cut. The issue was further described as; "the tubing was incomplete with a uniform cut". The tubing was outside of the primary packaging, despite being hermetically sealed. This was discovered during dispensing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d4: expiration date (update the null value to n/a), h4, h6 (update codes), h11. H11: the actual device was not available; however, two (02) photographs of the sample was provided for evaluation. A visual inspection of the photographs observed a cut in the tubing and damaged sterile packaging. The reported condition was verified. The cause of the condition was determined to be the variations during packaging process. The set was incorrectly placed in the pouch prior to packaging, leaving parts of the set outside the pouch and exposed to the packaging machine blades. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.